Manufacturer narrative:
The investigation was performed on the initial provided information as either a device log file nor additional information was made available. Initially it was reported that a cracked clic canister was supposed to be root cause of the restrictions during ventilation. In case of a leaky clic canister only manual ventilation is affected as the automatic ventilation branch is decoupled from the manual ventilation bag and the soda lime during inspiration by means of the fresh gas decoupling valve. On the basis of the picture showing the cracked clic canister and it's size of the hole manual ventilation must have been impossible. This conflicts with the initial information that bagging the patient was possible without problems. So it can be educed that probably the automatic ventilation was restricted for other reasons and that the clic canister got damaged afterwards. Maybe an external leakage which was present in the breathing circuit has led to a reduced pressure built-up and volume applied to the patient and thereby to the reported problems. Leakages internally or externally are detected during the power-on self-test and depending on size a conditional (yellow) or non-functional (red) state is the consequence. During ventilation based on leakage, set fresh gas flow and alarm limits several audible and visible alarms e.g. Apnea, minute volume low would be issued. For the reported case the apollo reportedly alarmed as specified. Finally due to the limited available information a precise conclusion of the root cause of the reported restrictions during automatic ventilation could not be drawn.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that, towards the end of a case, the device alarmed and failed to ventilate. Patient was bagged to complete the case. A draeger service technician evaluated the breathing system of the device and found that the co2 absorber canister was cracked and had a hole in it, which caused a leak.